Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal impending rupture. The patient had a short reverse tapered 10mm aortic neck. The proximal aorta was 24-28mm in diameter. The final angiogram, a proximal type I endoleak was observed. The physician implanted another manufacturer&#38112;aortic cuff and the type I endoleak was resolved. The physician commented that the patient's short reverse tapered 10mm aortic neck and calcification may have been the cause of the event. No additional clinical sequelae were reported and the patient is fine.